Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the front and rear response buttons were intermittent. The cause of the inability to activate the monitor is the intermittent response buttons. The root cause of the intermittent response buttons cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's response buttons would not activate the monitor.